Event description:
The customer reported that the system would intermittently not boot up. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation and the error logs were pulled. No conclusion can be drawn as further repair info is unavailable at this time.